Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code (B)(4) (pulse test fault). The cause for the failure was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. In addition, there was liquid contamination identified in the monitor. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
On (B)(6) 2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor retuned a monitor and reported that it was unable to complete incoming functional testing.